Event description:
It was reported that during the procedure, this right ventricular (rv) lead was exhibiting high capture threshold values in various positions in the right ventricle. Rotations of the helix mechanism were attempted numerous times while positioning the lead, but subsequently stopped working. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The high capture thresholds allegation was not confirmed based on normal lead resistance measurements. Laboratory analysis confirmed the helix difficulty allegation based on the helix mechanism being extremely stretched.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was exhibiting high capture threshold values in various positions in the right ventricle. Rotations of the helix mechanism were attempted numerous times while positioning the lead, but subsequently stopped working. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.